Event description:
It was reported the ultrasound gastrovideoscope had debris observed in the distal end. The endoscope was not reprocessed per IFU. This occurred during a demonstration. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection; however an endoscope support specialist (ess) was dispatched. The ess observed the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.